Event description:
It was reported the pt's intrathecal drug delivery pump had less volume than was expected. The expected reservoir volume was 10ml. The actual reservoir volume was 0 ml. The pt was asymptomatic. Troubleshooting was being considered. The drug used in the pump was not reported. Add'l info has been requested but was not available as of the date of this report.